Event description:
Patient was revised to address disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Correspondence from (B)(4) on (B)(4) 2012 stated that no x-rays would be available for investigation. A review of the manufacturing records was conducted on lots 3280812, d10080629 and fb3fb1 with the result that no anomalies were found. Review of etq complaints database for lot numbers 3280812, d10080629 and fb3fb1 identified no previous complaints. No products were returned and so no further investigation could take place. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.